Event description:
Healthcare professional reported an unknown side rupture. Device has been explanted.

Manufacturer narrative:
Continued e.1 phone: (B)(6). Continued e.1 email: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease flat observed in the device.

Event description:
Healthcare professional reported an unknown side rupture. Device has been explanted.